Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device on the contralateral side during the same surgery.this report is filed december 13, 2013. (B)(4).

Event description:
Per the clinic, the patient experienced swelling and exudation at the implant site (specific date not reported). The patient was treated with antibiotics (type not reported) and underwent a procedure to drain the site (date not reported), however, the issue could not be resolved. Subsequently, the patient experienced broken skin flap resulting in exposure of the implant body. Explantation and reimplantation is planned but has not taken place as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed march 12, 2014.